Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this report was interrogated in-the-box upon incoming inspection on (B)(4) 2011 (no patient involvement). Reportedly, both atrial and ventricular chambers pacing configuration were unipolar instead of bipolar (no programming was performed at this time, as reported).